Event description:
Customer reported via phone, the insulin pump kept alarming button error. Customer's blood glucose was 72 mg/dl. Customer stated he had the device in her bra and it was exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.